Event description:
It was reported that the healthcare provider (hcp) was unable to establish telemetry on the day of report with the pump refill. The refill went fine except for the estimated residual volume (erv) was 3-4cc (3.7ml) and the actual residual volume (arv) was 7cc (7.5ml). The patient had also complained of an increase in pain and cramping their legs; which started a couple of weeks ago. The patient had been supplemented with oral morphine for that. There were no audible pump alarms. The last refill was 2014-(B)(6). The hcp tried utilizing 2 different clinician programmers. There were no recent medical procedures/radiation or electromagnetic interference (emi). It was noted that a "thyroid collar" was used to shield the pump and programmer head from any possible emi but telemetry was still unsuccessful. The hcp was concerned there was a pump issue. An x-ray of the pump and the side port was done, it showed correct orientation, so the pump was not flipped. It was also noted that the pump was checked under fluoroscopy to confirm it had not flipped. On 2015-(B)(6), the manufacture representative was present for the explanting of the pump that they could not get telemetry on. The pump was being replaced with new one. It was reported that they could still not get telemetry once explanted, so they were able to rule out implant depth as a possible cause. The same drug from the old reservoir was transferred to the new pump reservoir. The hcp reduced the daily dose of the morphine to 0.5mg/day. While the pump was in the box to get returned, the manufacture representative heard the critical and non critical alarm randomly sounding. There was no consistent time interval for the alarm sounding. A (B)(4) study was not performed. There was no patient death. The pump system was delivering morphine and clonidine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: 2005-(B)(6), product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported that it was unknown if the patient was taking any other medications at the time of the event. The cause of the issue was not determined. The patient was doing well now with the replacement pump and had no further issue.

Manufacturer narrative:
Analysis outcome: as received, the pump would randomly sound an alarm and telemetry was unable to establish. During hybrid removal, the device reset and was able to establish telemetry and receive some log data. Hybrid analysis from mtc: pal analysis confirmed the field report of no telemetry. When powered externally, the hybrid had an extreme current drain (cd) of 77.26ma (up to 160ma). X-ray analysis identified many solder bump extrusions (sbe) on the (u1) l334 analog integrated circuit (ic), and the (u2) d487 microprocessor ic. In addition to the extrusions on these flip-chip ics, there was also one short identified between adjacent solder bumps on the u2 d487 ic. This 'solder bridge' was found between bump pads p62 (xrnw) and p63 (xnce0). The xrnw is an early data direction indicator for external accesses, but is 'not connected' on this product. The xnce0 pad is used to enable an external ic as the designated external memory target. System breadboard (sbb) simulations were successful in duplicating the high cd and no telemetry by shorting the xrnw and xnce0 signals. Resistance testing revealed a resistive short of 14.8 between the bminus and bplus pins. These results were consistent with the source of the high current drain, and no telemetry being due to the sbe short on the u2 d487 ic. The report is in the attachments.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.